Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3 7754, serial# (B)(4), product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type; extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Additional information received reported that the cause of the event was unknown. It was stated that all impedances were within normal limits. It was reported that an x-ray was taken on (B)(6) 2014 and the results showed no discontinuity of the device. It was stated that the patient did not require hospitalization due to the event and the patient status was reported as no injury.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) was ¿zapping¿ the patient while their stimulation was turned on. It was further reported the ins was causing the patient to experience whole body tremors. It was stated this had occurred for the patient for about a month prior to report. It was noted the patient had gone to the emergency room two weeks prior to report and was kept as an inpatient for about a week. It was further noted the patient¿s pain physician was treating the patient with pain medication to deal with the pain he was experiencing due to his unit not working right. Additional information stated the patient was ¿still having trouble¿ two weeks after initial report. It was further stated the patient continued to have concerns at that time. It was noted the patient had met with their physician or a manufacturer representative on (B)(6) 2014 and on other dates. A supplemental report will be filed if additional information is received.